Event description:
It was reported that there was a loss of therapeutic effect/loss of therapy which had occurred suddenly about 2 weeks prior to the date of this report. A message during interrogation indicated end of service (eos). The patient had been seen in march prior to the date of this report and no issues were reported. The patient was hospitalized and on medication due to the return of symptoms. It was unknown if this was normal battery depletion. Eos was reached on (B)(6) 2015. It was unknown if the device had been explanted or replaced. The patient¿s device was in continuous mode. The previous device had been replaced only 2 years prior to the date of this report. It was unusual for the deep brain stimulator gone. The device was at deficit.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n396189, implanted: 2013-(B)(6), product type: adapter. Product ID: 748251, serial# (B)(4), implanted: 2005-(B)(6), product type: extension. Product ID: 3387-40, lot# v000284, implanted: 2005-(B)(6), product type: lead. Product ID: 748251, serial# (B)(4), implanted: 2005-(B)(6), product type: extension. Product ID: 3387-40, lot# j0546668v, implanted: 2005-(B)(6), product type: lead. (B)(4).